Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID d-evolutfx-2329 lot 0012131684 use by date 2026-01-30 UDI (B)(4) updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter system were inserted into the patient vis the left subclavian artery and advanced to the annulus. During positioning, prolonged hypotension occurred, and hemodynamics were unstable. The valve was recaptured, repositioned, and fully released, but pulseless electrical activity ensued. Subsequently, cardiopulmonary resuscitation and the administration of life sustaining medications were performed. Percutaneous cardiopulmonary support (pcps) was also initiated. Return of spontaneous circulation was achieved in just under 10 minutes, hemodynamics stabilized, and pcps was removed. No additional adverse patient effects were reported.